Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. No intervention was performed. The patient was recovering.

Event description:
Additional information received indicated that the programming changes were made to reset the device. The patient was stable throughout.